Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from the patient via the manufacturer¿s representative (rep) on (B)(6) 2017. It was reported that the pump was explanted on (B)(6) 2017 and would be returned to the manufacturer, as it was in possession of the rep. The product was replaced by a device of the same manufacturer. On (B)(6) 2017, and the patient stated that they started to feel withdrawal symptoms during this date for about 24 hours. There were no environmental/external/patient factors that may have led to the issue. Diagnostics/troubleshooting consisted of the patient and the physician at their next appointment the logs were read and it stated that a motor stall occurred. The intervention was that the pump was replaced. The issue was resolved at the time of the report, as the patient was alive and without injury. It was stated that the healthcare professional (hcp) has no further information for the manufacturer regarding the event. The drug being delivered was 10 mg/ml of dilaudid (hydromorphone) at a dosage of 5.265 and 12 mg/ml bupivacaine at a dosage of 4.1. It had been previously reported by the hcp that the weight would not be made available (legal/confidential reasons). Information received from the rep on 2017-mar-01 indicated that the device was returned to the manufacturer for analysis.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had a motor stall on his pump that recovered 24 hours later. The patient heard a critical alarm from the pump every two hours when it was stalled and the patient was not due for a refill for three days when the pump alarmed. It was stated that the patient¿s healthcare professional (hcp) suggested replacing the pump. It was indicated that the patient got very sick because he did not have any medication; he was throwing up and had dry heaves, and it felt like he went ¿cold turkey¿ off the pump. The patient fell asleep and when he woke up he felt fine. The patient got some medication when this happened for nausea and muscle cramps. It was unknown if this was considered a sudden or gradual pain in therapy/symptoms. It was indicated that the patient did not have any recent magnetic resonance imaging (MRI) and no exposure to magnets that he was aware of. It was noted that the patient was doing aqua stretch, described as muscle stretching in the pool, five to six days before the pump stalled. The patient was careful with the stretching due to the pump. It was noted that the pump had been ¿working fine¿ ever since. The patient never thought the pump was helping but when it stopped he realized it really was helping. It was reported that the pump was being used to deliver dilaudid [10 mg/ml] at a dose of 5.313 mg/day and marcaine [12 mg/ml] at a dose of 6.376.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. On (B)(6) 2017, a motor stall occurred for an unknown reason and did not recover till the following day (approximately 29hrs after it had stalled). The patient experienced withdrawal. No magnetic resonance imaging (MRI) was done. It was unknown as to what factors may have led or contributed to the issue. There were no diagnostics/troubleshooting/intervention/actions taken. Surgical intervention did not occur and it was unknown as to whether it had been planned. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.